Event description:
Per the clinic, the patient experienced migration and extrusion of the receiver/stimulator, leading to the decision to explant the device. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device from another manufacturer during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct date of explantation was (B)(4). 2012. The patient was reimplanted with another manufacturer's device on (B)(6) 2012. (B)(4).